Event description:
Event description guidant received information that this pacer-dependent patient was admitted to the hospital due to right ventricular intermittent loss of capture. The patient was noted as symptomatic, but was not syncopal. Pacing threshold measurements were 1.9v in bipolar, and 1.4v in unipolar configuration. Impedance daily measurements were noted as having increased to 900 ohms from 550 ohms in november.